Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted for an unspecified reason. According to the physician the lead had been electrically deactivated for some time and was recently explanted. Besides intervention, there were no adverse patient effects.